Event description:
It was reported that the patients ipg had become inoperable. Surgical intervention was undertaken on 07 september 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
It was reported to abbott, a patient underwent an ipg replacement. The ipg was at end of life. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.